Event description:
Procedure type: sigmoid colectomy. According to the reporter: the instrument was never fully closed or the safety never removed. When opening the instrument to determine if the anvil had been properly mated to the center rod, the anvil tilted on its side without being fired. The pt was given a loop ileostomy. This was due to the tension on the bowel. This staple line was tested and determined to be safe. Another anvil was placed in the bowel and they completed the anastomosis. Procedure ...

Manufacturer narrative:
(B)(4).